Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round high profile 560cc breast implants and experienced bilateral deflation post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2021. This report is for the left breast prosthesis.

Manufacturer narrative:
On jul 21 2021, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it was identified two (3) tears (a, b and c) on the anterior aspect, measuring each tear approximately a: 0.2 cm, b: 0.1 cm, and c: 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).